Event description:
It was reported that an episode of over-sensing due to noise or emi was observed on a remote transmission. The noise resulted in pacing inhibition. It was noted that the patient had passed out. The noise was not reproducible. Programming changes were made, and the following morning the right ventricular (rv) lead was capped and replaced on (B)(6) 2023. There were no complications during the procedure, the patient was stable. There were no adverse health consequences to the patient.